Event description:
Boston scientific received information that this right atrial lead had dislodged resulting in loss of capture and undersensing. Additional information from the field representative indicated that no asystole of more than 2 seconds was noted. The ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead in these areas. Further inspection revealed deformations of the outer coil. These damages occurred most likely during explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.